Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were hospitalized for high blood glucose levels. The customer's blood glucose level at the time of incident was unknown, but had been over 400mg/dl. The customer's most current level was 332mg/dl. The customer treated with pump. The customer declined to troubleshoot the high blood glucose levels.